Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. When drawing blood with an indwelling needle, blood leaks out from the interface between the heparin cap and the yellow plastic of the indwelling needle.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.